Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received included an update to the physician assessment. Per the physician, the event had a causal relationship to the valve and the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic aortic valve, the patient had a 14-day zio placed post transcatheter aortic valve replacement (tavr) due to being a high risk for a permanent pacemaker. Seven days after implant of the valve, the diagnostic monitor showed 19 seconds of complete heart block (chb) with a heart rate of 27-29 beats per minute (bpm) and mobitz I with a heart rate of 43-73 bpm. The patient was asymptomatic. Metoprolol was discontinued. Per the physician, the event was possibly related to the valve and the valve implant procedure. The event was reported as not yet resolved.